Event description:
The customer reported that the venous inlet had disconnected from the base of the oxygenator while flowing at 4lpm. The inlet was held in place while another circuit was prepared. The patient was stable during the entire process. (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is complete.